Event description:
It was initially reported to boston scientific that a wallflex enteral colonic was used during a colonoscopy procedure to treat colonic stenosis on a male patient with pancreatic cancer. According to the complainant, the stent could not be deployed. Additional information received on august 13, 2009, indicated that deployment handle bent while attempting to deploy the stent. The physician removed the device along with the scope separately. There were no visible damages noted with the device. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
A visual and microscopic examination found that the stent was fully mounted and outer sheath was retracted by approx 5mm. It was noted that the handle of the device had detached from the outer sheath. The outer sheath was stretched for a distance of 60mm distal to its proximal end. A bend was noted in the stainless steel shaft. The outer sheath was retracted by hand to deploy the stent with some resistance initially. No anomalies were noted on the deployed stent, stent holder and jacket. Following a device analysis it was noted that the condition of the returned unit was consistent with the complaint incident. Based on the investigation, the most probable root cause is operational context due to anatomical/procedural factors encountered during the procedure where the performance was limited. A labeling review identified that the device was used per the wallflex enteral directions for use (dfu). A review of the manufacturing documentation found no anomalies or deviations during the manufacture of this batch. At the time of this investigation, it was noted that there have been no other complaints for this lot.